Manufacturer narrative:
D4: lot number updated from 0027754528 to 0027592570. D4: expiration date updated from 07/29/2024 to 06/30/2024. H4: device manufacture date updated from 07/30/2021 to 07/01/2021. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was inflated to rated burst pressure and was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred and the procedure was cancelled. The 70% stenosed target lesion was located in the severely tortuous and severely calcified dorsalis pedis artery. A 1.5mm x 40mm x 150cm,coyote balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres for 10 minutes, the balloon ruptured. The procedure was not completed due to this event. There were no patient complications nor injuries reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred and the procedure was cancelled. The 70% stenosed target lesion was located in the severely tortuous and severely calcified dorsalis pedis artery. A 1.5mm x 40mm x 150cm, coyote balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres for 10 minutes, the balloon ruptured. The procedure was not completed due to this event. There were no patient complications nor injuries reported and the patient's status was good.